Event description:
The facility reported a flo-gard infusion pump which delivered 1000ml of normal saline in a faster than expected time during a patient infusion in the facility's general patient ward. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which over-delivered was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The patient presented to the emergency room with a st segment elevation myocardial infarction (stemi). The lesion was a 99% instent restenosis of a previously placed unknown stent that was located in the moderately tortuous obtuse marginal. The 15mm x 2.50mm apex monorail balloon catheter was inflated to 10 atms and a balloon rupture occurred on the first inflation. The inflation duration is unknown. The balloon catheter was successfully removed intact. The procedure was completed with a 2.5 x 8 apex balloon catheter used to predilate the target lesion. The vessel was stented with an unknown stent and post dilation was performed with a unspecified quantum maverick balloon catheter. No patient complications were reported and the patient status is listed as 'fine'.